Event description:
It was reported that the local area representative requested a review of the recent stored events of this cardiac resynchronization therapy defibrillator (crt-d), which is allegedly oversensing. Upon review of the presenting electrogram (egm), cross-chamber sensing in the refractory was noted, which resulted that the atrial tachycardia response (atr) episodes being inappropriate due to oversensing on both the non-boston scientific right atrial (ra) lead and the right ventricular (rv) lead. In addition, high impedance measurements on the right ventricular lead and high out-of-range pacing on the left ventricular lead were also noted. Further evaluation of this patient was recommended. During a follow-up check-in, it was noted noise in both the ra and rv leads as well as inappropriate anti-tachycardia pacing (atp) as a result of oversensing the noise on the rv channel. Subsequently, scheduled an extraction procedure for both non-boston scientific leads. While in the scheduled revision procedure, the ra lead was successfully explant, but while attempting to extract the rv lead, the lv lead was damaged. Then, the lv lead was successfully explanted. The rv lead, however, the physician experienced great difficulty, and even brought in a different specialized team to help. After multiple attempts at extracting the rv lead, they abandoned the rv lead. The lv lead was never re-implanted, they implanted a dual chamber ICD and successfully implant a new ra and rv lead. No additional adverse patient effects were reported.